Event description:
Primus stent attempted to be placed in renal artery. Stent could not pass through renal artery and upon repositioning; the physician noticed that the stent came off the balloon. Fluoro found stent in the femoral artery or proximal sfa. The decision was made to surgically remove the migrated primus stent and this was successful. The vessel was not calcified, however, there was a sharp angle from the ostium of the aorta and renal artery. No further complications have been reported.